Manufacturer narrative:
Product event summary (B)(4) the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. The distal electrode was covered with blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post-implant. The lead was initially repositioned, but one month after, the lead dislodged again. The lead was explanted and was replaced with a competitor lead. No patient complications have been reported as a result of this event.